Event description:
It was reported a patient implanted for a mandibular distractor case on (B)(6) 2014 developed a post-operative infection. On (B)(6) 2014, the patient was admitted to the hospital for antibiotic treatment and debridement/ irrigation of the wound using irrigation lines. The irrigation lines were removed and the patient was reported to have been discharged from the hospital on (B)(6) 2014. The infection was reported to have cleared-up, the patient remained on the antibiotics upon discharge and was reported to be doing well. This is report 1 of 25 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon believes the distractor may be broken/malfunctioning. It was reported that the surgeon noted distraction rate was slower on the right side than the left. The left side seemed to be distracting fine. Surgeon had instructed a distraction rate of 1mm/day or one full turn. Approximately two weeks ago, exact date unknown, the patient¿s parents reported that the device was not distracting during a visit to the doctor. The surgeon torqued hard on device to free it from scarring. After the visit, it was then reported that the patient's mother was distracting the device at 2mm daily for four days to speed up the process. It was reported that the patient¿s parents had to crank hard to ensure it reached the end of the track. The surgeon then distracted the device back to 3-4mm all at once. A couple additional rotations were necessary for tightening to occur. It was noted that the surgeon mentioned that the infection maybe spreading to the left side. The surgeon will continue treatment with antibiotics. The occlusion was good with noted airway improvement. The jaw was advanced about 17 mm. Surgeon will allow consolidation to occur before removing device in approximately 3 to 4 months so not to disturb new bone formation. The patient will continue antibiotic therapy. The distraction rate will remain 1mm (one full turn)/day.